Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to displaying error code 45782. The device history log was not able to be reviewed because of the constant alarming. The power up self test was performed. There was a blank screen with a constant alarm just upon power up. The main board was inoperable and will be replaced to resolve the issue.

Event description:
It was reported that a smiths medical cadd solis pump displayed an error code 45782. No patient involvement.